Event description:
It was reported that an unspecified number of pn 31g 8mm 5b 105bx de experienced damaged or open unit packages/seals where sterility was compromised during use. The following information was provided by the initial reporter: foils allegedly bloated / protective caps loose.

Manufacturer narrative:
H.6. Investigation: twenty nine sealed and intact 31g x 8mm pen needle samples were returned from lot. No. 9022910, cat. No. 320524. Visual examination and a functionality test was carried out on all twenty nine samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pn 31g 8mm 5b 105bx de experienced damaged or open unit packages/seals where sterility was compromised during use. The following information was provided by the initial reporter: foils allegedly bloated / protective caps loose.